Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. The manufacturing record in the past one-year from the event date was reviewed and found no irregularities. Based on the similar cases in the past, it was known that the cutting knife might be broken off since electric discharge occurred and temperature of the distal end of the subject device increased while the high frequency output was activated, besides the knife was subjected to a load. Also, electric discharge might occur due to the following causes. ·the electro surgical unit was used in the coagulation mode. ·the high frequency setting value was too high ·the activation time was too long ·the contact length between the cutting knife and the tissue was too short the instruction manual of the device has already warned as follows; *when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps.

Event description:
During a gastric endoscopic submucosal dissection, the subject device was used. In the procedure, the distal part of the subject device was broken off into the patient body. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the distal part.